Event description:
It was reported there was intermittent capture on the right ventricular lead when the patient present to the catheterization lab for an emergent procedure. The patient has a history of severe cardiac co-morbidities and appropriate device shocks. The device battery was at elective replacement indicator. Earlier in the day, the pacemaker was capturing and the patient was having a systolic arrest needing external pacing. The patient was brought to the catheterization lab for further management of this emergent situation and when presented there was intermittent capture on the lead. In this emergent situation, the physician implanted a temporary pacing lead which captured at high outputs, and the right ventricular lead was programmed to higher outputs and continued to capture intermittently. The patient was given sodium bicarbonate and arterial blood gasses were obtained after intermittent capture was noted from the temporary lead.

Manufacturer narrative:
It was noted that the physician felt that the patient was getting more acidotic resulting the loss of capture. The patient subsequently died. However, the cause of death is noted as acidosis and cardiac arrest with pulseless electrical activity. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.